Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure, the physician found the j-tip of the guidewire bent. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Event description:
During the procedure, the physician found the j-tip of the guidewire bent. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and 2-l catheter for evaluation. The guide wire showed no definite signs of use. The guide wire was observed to have two major kinks across the body. Despite this, the distal j-bend appeared to be intact. Microscopic examination confirmed the kinks on the guide wire. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 455mm and 572mm from the proximal tip. The overall length of the guide wire measured 602mm which is within the specification of 596mm-604mm per the guide wire product drawing. The outer diameter of the guide wire measured .791mm which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The guide wire was advanced through the returned catheter. Minor resistance was encountered due to the kinking; however, the guide wire was able to pass through the catheter. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual examination revealed the guide wire contained two kinks. Despite this, the returned guide wire met all relevant dimensional and functional requirements, and a device history record review based on sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.